Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/ tissue. The reported event of helix mechanism issue was confirmed. X-ray examination found the inner coil was over torqued at the connector region consistent with procedural damage. After cleaning the helix and cutting the lead, the helix was able to extend and retract by applying torque directly to the inner coil. The full helix extension length was measured within specification. The reported event of failure to sense was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of helix mechanism issue was isolated to the helix being clogged with blood/ tissue and over torque of the inner coil.

Event description:
During the initial implant procedure, no sensing was measurable on the right ventricular (rv) lead. At the follow-up one day post implant, sensing has decreased. A revision procedure was performed. While attempting to reposition the rv lead, the helix would no longer retract. The rv lead was explanted and replaced to resolve the event. The patient was stable.